Manufacturer narrative:
(B)(4). Jaws. The analysis found that the er320 device was received in good visual condition and with no clips present. Further inspection found that the jaws had become yielded. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) went to the hospital after receiving four shocks. When the ICD was interrogated, a fault code was observed and revealed that it was in fallback mode with limited therapy available. Boston scientific technical services (ts) was contacted for technical advice. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a visceral procedure, the clips were delivered crossed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.